Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy's service department and the customer's report was not replicated or confirmed. The device was subjected to visual, internal and external inspections a full functionality testing and calibration check with no discrepancies noted. The ECG board and processor/bridge/pace boards were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.